Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regulatory body regarding a patient receiving unknown baclofen (unknown dose and concentration) via an implantable pump for no known indication for use. It was reported the synchromed ii model number 8637-40 drug infusion pump failed to perform as intended. At the time of intrathecal baclofen refill on an unknown date in 2019, while the interrogation of the pump prior to procedure indicated a residual volume of 3.1ml and an actual residual volume of 20 ml was withdrawn. The presence of the excess residual of baclofen discloses that the pump had not been infusing at the proper rate. No symptoms were reported. The event date was 2019. No further complications were reported/anticipated.